Manufacturer narrative:
Ge rep contacted the customer by phone and directed repair of the system. The customer cleared the fault.

Event description:
The customer reported the system would not save images. No pt injury was reported.